Event description:
It was reported that this right ventricular (rv) lead showed an alert due to high out of range impedance measurements above 3000 ohms. There appeared to be oversensing. An inappropriate shock with noise and low amplitude were noted. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.